Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet during a period of elevated glucose with meal announcements that led to insulin stacking; the device alerted to a low and the recorded nadir was 48 mg/dl, after which the user received treatment in the emergency department and later reconnected to the ilet. Symptoms included sweating and cognitive impairment consistent with brain fog. Outcomes included emergency department treatment with intravenous dextrose and oral carbohydrates, without admission. Investigation included review of synced device logs and user reports, and provision of troubleshooting and education with additional training scheduled. Investigation of this case revealed insulin stacking due to meal announcements while elevated and under correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.